Event description:
It was reported that when the nurse was to change the statlock and do the care and maintenance on the PICC line, it was broken. Inserted about 1 month ago. It was stated, no scissors were used in the care and maintenance. The PICC line was discarded.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx0055 showed one other similar product complaint(s) from this lot number.